Event description:
Healthcare professional reported rupture. The device remains implanted. This relates to the left side.

Manufacturer narrative:
Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported, "there were radiographic signs of possible intracapsular rupture on the left. The implant ended up being intact." Ultrasound findings reported "silicone implant which appears to be intact with no signs of rupture. Sliver of peri implant fluid. Intact breast implant with possible sign of mild contracture", baker grade is unknown.

Manufacturer narrative:
The reported events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Visual analysis of the photographs identified: -seroma-late: unable to observe as it is a medical event that is not related to the device - capsular contracture: unable to observe as it is a medical event that is not related to the device. -crease folding of implant: observed creases fold on the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6b, h6.

Event description:
Device has been explanted.